Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The day following the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal vancomycin (2g daily for fourteen days) for peritonitis. Dianeal therapy remained ongoing. Four days after the event onset, the patient was discharged from the hospital and deemed recovered. At the time of this report, antibiotic therapy remained ongoing. No additional information is available.